Event description:
Customer reported a past event of low blood glucose, though the specific cause of this low level was unknown. The lowest reported level was displayed as "low". Low bg cause was not known. To address the issue, customer consumed carbohydrates, continued using their ciq-featured pump, and was advised by technical support to consult their healthcare provider to discuss factors affecting blood glucose levels.